Manufacturer narrative:
Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the clinical patient underwent an elbow arthroplasty revision due to peri-prosthetic fracture of the ulna. There were reports of pain and decrease in activities of daily living prior to revision surgery. A custom made ulnar component was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(6). Unknown date, 2014. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03300 and 0001825034-2017-03284.

Event description:
It was reported that the clinical patient underwent an elbow arthroplasty revision due to peri-prosthetic fracture of the ulna. A custom made ulnar component was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Implant date - unknown date in 2007. Device was not revised between 2007 and 2016 revision. Concomitant medical product - unknown discovery humeral condyle kit, part# unk lot# unk; unknown comprehensive srs distal humeral body, part# unk lot# unk; unknown comprehensive srs distal humeral stem, part# unk lot# unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of x-rays. X-rays were reviewed by operative surgeon and notes provided. In 2014, patient developed a periprosthetic fracture (shaft penetration of the bone) of ulna. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as the part and lot numbers of the device are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.